Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No sample, lot number of photos were available as the product was issued in the ambulance. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014.

Event description:
It was reported that the product adheres very strongly to the wound and was only able to be removed surgically with a scalpel. The report further states the wound was very painful and exudated easily.